Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist requested they remove the bottom aligner since their top teeth were not aligned and was causing bite issues. Their teeth are worse than before they started and they are in a lot of pain. Patient was recommended to do invisalign since byte making their teeth worse and their gums worse as well. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.